Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: hyperion 6f, guide liner v3. Re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, conclusive cause for the reported material rupture cannot be determined however the reported physical resistance and the reported difficulty to remove appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the distal left circumflex coronary artery, which had mild tortuosity, moderate calcification and 90% stenosis. Pre-dilatation of the lesion was performed with a non-abbott balloon dilatation catheter. The protective sheath of a 2.25x12mm xience xpedition stent delivery system (sds) was removed without resistance and air was aspirated outside the patient anatomy prior to use. The 2.25x12mm xience xpedition sds was advanced on an unspecified guide wire with a lumen that had been previously flushed, but the 2.25x12mm xience xpedition sds failed to cross the lesion due to interaction with the lesion. The 2.25x12mm xience xpedition sds was removed from the patient anatomy and re-inserted using a non-abbott guiding catheter extension, which was used to advance the 2.25x12mm xience xpedition sds to the lesion. The stent was deployed but the sds balloon ruptured at 6 atmospheres. The 2.25x12mm xience xpedition sds was removed but resistance was met with the inner lumen of a non-abbott guiding catheter during removal. An unspecified nc balloon dilatation catheter was used to further dilate the stent. Intravascular ultrasound (ivus) was performed. The stent implant was apposed to the vessel wall but as the vessel was calcified, the stent was not deployed in a way that is concentric-shaped. The stent struts were not damaged but some struts seemed to be protruding solely due to the shape or the state of the vessel. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.